Manufacturer narrative:
On november 4, 2020, mentor became aware that small cuts were made on the shell to facilitate the implant removal. On november 5, 2020, device re-evaluation was completed. Upon visual analysis of the returned sample, the smooth hpg 425cc device was found to be ruptured, and it was received in two (2) pieces. Microscopic examination of the edges revealed parallel striations in a section of the tear, that is consistent with markings made by a sharp instrument perforating the silicone material. Additional information was provided by the physician stating that small cuts were made on the shell to facilitate the implant removal, which is consistent with the markings found during analysis. Please note that each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. It should be noted that rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture, and capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 425cc mentor memorygel breast implants on both sides and experienced bilateral capsular contracture; left side baker grade ii, and right side baker grade iii postoperatively. During surgery for capsular contracture, physician discovered a right rupture. The patient underwent bilateral explantation and replacement with allergan brand devices on (B)(6) 2020. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On june 9, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 24, 2020, device evaluation was completed. Device evaluation summary: during the visual examination, the device was found to be ruptured, and it was received in two (2) parts. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).